Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm. Blood glucose level at the time of the incident was 420 mg/dl, which was treated with a manual injection. Review of the insulin pump's alarm history showed that multiple error alarms had occurred. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump passed displacement test, self test and unexpected restart test. No unexpected a17, a21, a47 or a48 error alarms noted during testing. However, a47 error alarm found in alarm history. A47 error alarm due to corrupted history file. Unit had cracked battery tube threads and cracked reservoir tube lip.